Manufacturer narrative:
The subject device was not returned for evaluation. The fiber connected to this machine caught fire however, another fiber was used and reported no issue. It is unknown at this time the cause of the reported issue. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, a pm (prevented maintenance) was performed (B)(6) 2022. On (B)(6) 2022 when connecting the laser fiber it caught on fire prior to using on patient. Connected a second fiber with no issue. Customer was unable to provide model and lot numbers of the fiber. The facility will not release any information until they done their investigation. Customer stated they would follow up with the model and lot number. There was no patient harm or injury reported due to the event. No user injury reported. This report is related to a report with patient identifier (B)(6) (fiber).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 2 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.